Event description:
Reporter indicated that his (B) (4) handheld computer was continuously freezing on the "interrogation successful" screen. He said the screen would stay there and would not change until he reset the device. He also reported that this event has happened between 15-20 times recently and now the device will not restart. Product was returned to MFR, but product analysis is pending.